Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient received medical treatment for hyperglycemia while using the infusion device. The plate from the piston rod was broken on the infusion device. The blood glucose result at the doctor's office was 528 mg/dl. The patient had symptoms of dizziness and was unresponsive. The patient was treated with humalog insulin via infusion. The patient was not admitted into a medical facility. The infusion device was requested to be returned for product evaluation.